Event description:
It was reported that a pump is alarming for upstream occlusion approx every 30 minutes. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval found the lower reading on the ultrasonic sensor to be below specification. Low ultrasonic readings would make the pump more sensitive to upstream occlusion alarms. The upstream sensor will be replaced.